Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by high sensor readings with a loaded set. The downstream tubing guide was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported that there was no pt injury.